Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the mid right coronary artery (rca). The vessel was mildly tortuous and severly calcified. The apex 20mm x 2.50mm balloon was advanced to the lesion and inflated to 4atms. The second inflation was to 6atms and the balloon ruptured. The procedure was completed with another apex 20mm x 3.0mm balloon. No patient injuries or complications were reported. The patient status is reported as "fine."